Manufacturer narrative:
Service was called in the day before for the same leak (reported under MDR 1061932-2013-01806), but the customer cancelled the service call since the leak appeared to have stopped. However, they were having the leak again and requested service. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found worn tubing at valve vl4b and vl4c. The fse replaced the tubing to resolve the leak. Failure mode was related to a leak in worn tubing at valve vl4b and vl4c. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that a clear liquid of over 100 ml leaked from the left side of their coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The customer was wearing gloves, a laboratory coat, and eyeglasses at the time of this event. There was no direct physical contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. The leak did not affect any patient results nor were any results generated or reported out of the laboratory.